Manufacturer narrative:
In section d, part 9, add to "returned to MFR on" the date of "6/13/98". During the investigation it was confirmed that the catheter was broken into three pieces: the first fracture on the proximal shaft 6 cm distal to the hub; the second fracture 2 cm distal to the previous one, the distal end of this segment - which appeared to be one reported was also fractured longitudinally to the axis of the catheter. The catheter's proximal shaft was very brittle and broke again just distal to the strain relief, during the investigation. Design engineering was asked to examined the returned spinnaker catheter. They confirmed that the proximal shaft was very brittle and it broke again in two more parts during their examination.

Event description:
It was reported to target that while embolizing an "avm" the catheter partially broke at about 3cm distal to the hub. The pt was not affected by this occurrence.